Manufacturer narrative:
The device was received for evaluation. During functional testing, an under infusion occurred and flow accuracy testing found the percent error to be 5.0736. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an under infusion during unspecified process step. There was no patient involvement.